Manufacturer narrative:
(B)(4). Medical devices: 13-104052 - m/h radial solid/apx shl 52mm ¿ 252680, 650-1056 - cer bioloxd option hd 32mm ¿ 893560, 650-1064 - cer option type 1 tpr sleve -6 - 772190, therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 2 months post implantation due to periprosthetic fracture and implant subsidence. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Per the revision op notes, the patient presented with obvious subsidence in lateral femur fracture and periprosthetic region. Patient did not proceed with physical therapy. Upon entry, the femoral stem was removed, cup was found to be well fixed an well positioned. Cerclage super cables placed around the femur. Small lateral bone deficit noted. New stem placed and secured with bone grafting. Hemovac drain placed. No further complications noted.